Manufacturer narrative:
Device not available.

Event description:
It was alleged that a power-pro cot that was transporting a (B)(6) old patient was involved in a major vehicle accident. It was alleged that the device frame failed, and the device became loose in the back of vehicle. Further information has not been provided.